Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation confirmed the reported problem (non-functional response buttons). Upon investigation, the response buttons were intermittently non-functional. The cause of the intermittently non-functional response buttons was a defective switch. The root cause of the defective switch was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During further review of the complaint on (B)(6) 2016, it was determined that a reportable response button failure occurred. The response buttons allegedly would not activate the device.